Event description:
The customer reported that the pt table could be moved more than normal. The philips field service engineer (fse) confirmed that there was no harm to the pt or operator or bystander due to this malfunction. The fse found that the table top was moving forward and backward more than normal, and determined that the service latch (that secures the table's subframe) was loose, allowing the subframe to free-float.

Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).